Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high and low blood glucose of 405 mg/dl and 44 mg/dl respectively. Customer treated high blood glucose with insulin and low blood glucose with food band. Customer believed that insulin pump was under delivering the insulin. Customer stated that they did not alleging pump was over delivery. Customer was using insulin pump within 48 hours of blood glucose event. Insulin pump will be returned for analysis.